Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: powered the pump on and the display is extremely dim/fading. Opened the pump case and found the oled cracked/damaged. Replaced the damaged oled with the test display which is clear and egible.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.